Event description:
It was reported to ventec that the device was powering on and off by itself. The patient's caregiver (mother) who initially observed the reported issue, advised that she and her daughter had just returned home from an appointment. During the appointment, the patient was utilizing her portable ventilator for support. Upon returning home, the mother powered on her daughters bedside ventilator when she observed it rebooting by itself. The daughter remained on her portable ventilator until a new bedside ventilator could be obtained. There was no patient involvement associated with the reported event as the patient was not on the vocsn when the reported reboot was observed.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.